Event description:
It was reported a device shift occurred. A left atrial appednage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted after the device met the release criteria. About two months post procedure, a follow up appointment was performed and transesophageal echocardiogram (tee) showed the closure device migrated to over half out of the laa and a 2-3mm leak was noted. The patient will have a computed tomography (CT) scan to further evaluate the device.

Event description:
It was reported a device shift occurred. A left atrial appednage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted after the device met the release criteria. About two months post procedure, a follow up appointment was performed and transesophageal echocardiogram (tee) showed the closure device migrated to over half out of the laa and a 2-3mm leak was noted. The patient will have a computed tomography (CT) scan to further evaluate the device.

Manufacturer narrative:
Media was received and reviewed by a member of boston scientific medical safety. The media consisted of procedural and 45 follow up tee imaging. The procedural tee shows an implanted closure device with no wire bias and only minor shoulder in lower angles. No leaks are visualized with color doppler. In some images, there could be some distal compression of the device that could reduce the effectiveness of the anchors. Otherwise, there is no clear cause seen for the proximal device shift detected at 45 day follow up. The 45-day tee shows a very proximal device position with virtually no compression. Views at 90 degrees and 3d echo views shows that a little more than a third of the circumference is still somewhat anchored or embedded in the laa. There is a small leak visualized that is under the fabric due to tilted device. In conclusion, the media review is consistent with the event description of proximal device shift detected at 45 days. The reason for the shift is difficult to determine but it is possible that a certain degree of distal compression might have contributed to it. The effectiveness of the tug test prior to release could not be assessed based on this imaging.